Event description:
It was reported to philips that the system's image processing pc (ip-pc) would intermittently fail to boot up. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) connected with the customer and confirmed the reported issue. Review of system log file shows malfunctioning frontal ip-pc. Upon remote analysis, it was found that communication was lost with ippc. Rse suggested the customer to replace ippc and provided the customer with part number. The customer replaced the ippc by themselves. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.